Event description:
It was reported that during a procedure, two fibers were broken at the opposite end of the connector and three breakers of the console were damaged. There was no more cutting, no more coagulation, making the procedure aborted and the operation rescheduled. The patient was stable under general anesthesia at the time of the incident. After that, the patient required re-hospitalization for hematuria, no transfusion was required.

Event description:
It was reported that during a procedure, two fibers were broken at the opposite end of the connector and three blast shields of the console were damaged. There was no more cutting or coagulation. The procedure was aborted, and procedure was rescheduled. The patient was stable under general anesthesia at the time of the incident. Six days after the procedure, the patient was re-hospitalized for hematuria. The patient was treated at the hospital for several days; however, no transfusion was required.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual analysis noted that the fiber was returned in one piece, and it measured 305 cm. Microscopic inspection of the fiber tip indicated it was degraded down to fiber jacket and there were burn marks. Additionally, the connector face is severely burned, and the light was not passing through the connector face due to the burns, the rfid chip was missing from the connector hub. The complaint of body break was not confirmed. The burn marks on a connector face can be caused by prolonged use of the device or use with a damaged blast shield. In addition, the aiming beam can become misaligned and may overheat the connector. The interaction between the console and blast shields may have led to overheating, ultimately causing the burning on the connector face and likely cause the rfid chip epoxy to melt leading to the rfid being removed. The cause code for the observed failures is cause traced to component failure, which indicates: expected or random component failure without any design or manufacturing issue. Lastly, since the fiber tip was very degraded, signs of breakage could not be determined due to this. Based on all the available information and objective evidence from the product analysis being unable to confirm the reported complaint of fiber break, this investigation is being assigned a conclusion code of no problem detected. The reported patient symptom of hematuria is a known risks associated with procedures using this device and is noted as such in the device instructions for use.